Event description:
It was reported that the bd precisionglide¿ 30 g experienced. The following information was provided by the initial reporter: the solution came out the side on the one due to whatever is blocking the tip of the needle.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: it was reported there was a hole in the side of the needle hub. To aid in the investigation, one photo and one video was received for evaluation by our quality team. The photo shows the side of the shelf box with the label. The video shows a needle assembly with no plastic shield connected to a syringe. In the video, there is solution coming out of the needle tip and also from the side of the needle hub. A device history record review was completed for provided material number 305106, lot number 1300844. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd precisionglide¿ 30 g experienced the following information was provided by the initial reporter: the solution came out the side on the one due to whatever is blocking the tip of the needle.